Event description:
On (B)(6) 2017 the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. However, this complaint is being reported because the control solution fell out with the acceptable control solution range for the test strips being used. There was no indication that the product caused or contributed to an adverse event.